Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator has blender clicking with fio2 issue. This even happened during patient use and no patient harm noted with this event.

Manufacturer narrative:
Result of investigation: the reported problem was duplicated and verified by service technician's findings. Solenoid #1 has an internal failure that prevented the needle valve to be adjusted within spec and cause the loud clicking noise. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.